Event description:
It was reported that the arctic sun device was shutting down during use. The biomed powered it on and had allowed the device to run but the biomed could not see the device shutting down . The device would be sent in for investigation. Per follow up information received on 27aug2021, the biomed stated that they were unsure if the therapy was completed with the arctic sun device and was unsure of the exact issue. The arctic sun device was being sent to the depot for evaluation. As per the sample evaluation results received on 16may2022, low flow alarms during assessment testing occurred. Pressure readings were not steady and fluctuating between 0.1psi and -11.5psi while in manual normothermia mode using a test loop . This was caused by a failing circulation pump. The double bend tube from the tank to the manifold and the l tube from the chiller outlet to the chiller tank had expanded and deformed . The hot and neutral connections between the power inlet module and the main voltage circuit card showed signs of electrical overstress . Mixing pump motor had a cracked pump mounting thread . The tank seals were deformed and lifted from the tank . The patient temperature output (pto) was not functioning during acats (automated calibration and test system) calibration testing unit (ctu) testing .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was shutting down during use. The biomed powered it on and had allowed the device to run but the biomed could not see the device shutting down . The device would be sent in for investigation. Per follow up information received on 27aug2021, the biomed stated that they were unsure if the therapy was completed with the arctic sun device and was unsure of the exact issue. The arctic sun device was being sent to the depot for evaluation. As per the sample evaluation results received on 16may2022, low flow alarms during assessment testing occurred. Pressure readings were not steady and fluctuating between 0.1psi and -11.5psi while in manual normothermia mode using a test loop . This was caused by a failing circulation pump. The double bend tube from the tank to the manifold and the l tube from the chiller outlet to the chiller tank had expanded and deformed . The hot and neutral connections between the power inlet module and the main voltage circuit card showed signs of electrical overstress . Mixing pump motor had a cracked pump mounting thread . The tank seals were deformed and lifted from the tank . The patient temperature output (pto) was not functioning during acats (automated calibration and test system) calibration testing unit (ctu) testing .

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed as it was noted that the patient temperature output (pto) was not functioning during acats (automated calibration and test system). The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "indications for use the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Warnings and cautions warnings ¿ do not use the arctic sun¿ temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun¿ temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun¿ temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun¿ temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun¿ temperature management system is not intended for use in the operating room environment. ¿ medivance supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyper-thermia. Cautions ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ federal law (USA) restricts this device to sale, by or on the order of a physician. ¿ use only sterile water. The use of other fluids will damage the arctic sun¿ temperature management system. ¿ when moving the arctic sun¿ temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. ¿ the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. ¿ the clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alert settings. ¿ manual control is not recommended for patient temperature management. The operator is advised to use the automatic therapy modes (e.g. Control, patient, cooling, rewarming) for automatic patient temperature monitoring and control. ¿ the arctic sun¿ temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. ¿ medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun¿ temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. ¿ the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. ¿ patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun¿ temperature management system in stop mode. ¿ carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. ¿ the arctic sun¿ temperature management system is for use only with the arcticgel¿ pads. ¿ the arcticgel¿ pads are only for use with the arctic sun¿ temperature management systems. ¿ the arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field. ¿ use pads immediately after opening. Do not store pads once the kit has been opened. ¿ do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. ¿ do not allow circulating water to contaminate the sterile field when patient lines are disconnected. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ do not puncture the arcticgel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if accessible, examine the patient¿s skin under the arcticgel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bag or other firm positioning devices under the arcticgel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. ¿ the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel¿ pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. ¿ the usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment. ¿ users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. ¿ medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun¿ temperature management system are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified. Complications targeted temperature management can trigger pathophysiological sideeffects on the body such as but not limited to: cardiac dysrhythmia, electrolyte and ph balance, metabolic changes, hemodynamic changes, blood-glucose balance, infection, shivering, and can affect the coagulation, respiratory, renal and neurological systems. The controlling of patient temperature should only be performed under the supervision of a qualified healthcare professional. System setup unpack 1) unpack the arctic sun¿ temperature management system control module and accessories. 2) allow the control module to remain upright for at least 2 hours prior to completing the installation and setup procedure in order to allow the chiller oil to settle. Damage to the chiller compressor may result otherwise. Connections 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. Patient temp 1 patient temp 2 power switch patient temp output fluid delivery line air filter power cord patient temp cable fill tube storage slot fill tube input port fill tube drain valves strain relief power on 1) turn the power on by activating the power switch. 2) the control module will automatically go through a brief self-test of the independent safety alarm. 3) a new user training module option is available from the start up screen. 4) when the self-test is complete, the patient therapy selection screen will appear on the control panel. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Functional verification perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30°c. 9) press the stop button. 10) set the manual control water target temperature to 4°c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control module" the actual/suspected device was evaluated.